Event description:
Essure device, MFR conceptus, placed in (B) (6) outpatient surgery center (B) (6) on (B) (6) 2010. F/u x-ray to check placement on (B) (6) 2010 shows one coil completely punctured through the fallopian tube -right- and is possibly lodged outside of the uterine wall. Other coil -left- has not properly occluded and radiologist states not properly placed. F/u appt with md (B) (6) 2010.